Event description:
The patient presented to the clinic after receiving inappropriate therapy. Interrogation of the device revealed that the therapy was due to lead noise. An x-ray was unable to confirm a suspected fracture. The lead was capped and replaced.

Manufacturer narrative:
Eval summary: the analysis results confirmed that the hand piece was returned with the 4-40 stud broken. No testing could be performed due to the returned condition.